Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the sponge was completed removed from the minicap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was completely separated from a minicap. This event was discovered when the minicap foil packaging was opened prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.